Event description:
Implant date: 1995. Computerized axial tomography scan taken 04/12/1995 indicate a screw is impinging on a nerve. Revision surgery in 1995 for correction of screw placement and replacement of locking screws. The rest of the device has not been reported to have been explanted.